Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. This issue was further described as, ¿it did not infuse fully¿. The device had been filled with flucloxacillin 8g and citrate buffer in 230ml nacl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on november 16, 2022- november 17, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.